Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on right ventricular (rv) lead channel. The rv lead was explanted and replaced. No adverse patient effects were reported.